Event description:
The core impaction drill was sent for evaluation due to overheating during after a procedure. There was no pt involvement; no adverse event was associated with this device.

Manufacturer narrative:
Corrosion within the internal components of the device was identified as the probable cause of the device overheating. Worn bearings, a tight spindle housing fit and rotor can also caused increased friction in the device, which can cause the device to heat up. Friction can also lead to increased current draw which facilitates corrosion of the sockets, contributing to the device heating up.